Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity on the both eyes (ou) at a 6 week post-operative exam. The patient¿s comments was eyes were light sensitive more on the right eye than the left eye with minimal improvement over the past month. The patient stated the light sensitivity occurs in artificial and natural light. Topical steroid dosage was increased to resolve symptoms. Bcva from (B)(6) 2016: right eye pre-op 20/20 2.75 x -.75 x 95, left eye pre-op 20/20 3.25 x -1.25 x 95.